Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was suffering from hip pain in her replaced hip. Initial surgery was done in may 2006. Femoral head and poly swap was performed. Dr. Fox believes the liner was possibly dislodged from the cup at one point due to a possibly damaged ard. There was noticeable polyethylene wear. On the explanted liner. Doi: (B)(6) 2006, dor: (B)(6) 2021, unknown hip.

Event description:
Questions: can you please confirm if there was disassociated occured between the head and liner (liner was possibly dislodged at one point). Kindly confirm if there was a fracture on the liner (possibly damaged ard). Was there surgical delay during revision? If yes, please provide the duration. Please indicate the affected side. Kindly provide patient name or initials. Response: the surgeon thought the liner was disassociated at one time. It was not at the time of surgery. There was no fracture in the liner. Unfortunately I do not have any further information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Additional information was received indicated that the surgeon thought the liner was disassociated at one time. It was not at the time of surgery. There was no fracture in the liner.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.